Event description:
Infusion pump malfunctioned. Pt was receiving a prescription pain management medication intravenously via pump. 8/14/96: rn of the long term care facility called pharmacy to inform them an error code on pump read out, which was reported to MFR's clinical assistance. The pt went without pain control for 1 1/2 hours while pharmacy delivered a replacement unit to her. She was not injured. The error code e63 on this device indicates an internal malfunction, accoarding to the MFR. Pump returned to MFR 8/20/96.